Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - the root lengths of the teeth may be shortened (root resorption) during orthodontic treatment causing a threat to longevity of the teeth" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums". The treating doctor shared that the gum infection started with the invisalign treatment and the reported tooth extractions of 1, 16, 17, and 32 were due to the reported gum infection. This event is being filed as an MDR as the treating doctor reported that the patient had symptoms of tooth extraction (serious injury) and the invisalign system aligners were being used.

Event description:
The treating doctor reported that the patient had symptoms of aligner tightness, gum infection, and tooth extraction of 1, 16, 17, 32 (due to the reported gum infection). The treating doctor shared that the gum infection started with the invisalign treatment. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient was prescribed any medication to alleviate the reported symptoms. The patient is continuing the use of the aligners and the current condition of the patient is unknown.